Manufacturer narrative:
The lot history could not be reviewed due to no lot number being provided. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed.

Event description:
The event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch that there are some black spots and debris found in the drip chamber. There were no patient involvement and harm.